Manufacturer narrative:
The patient was discharged from the facility. There was no additional information concerning the patient's hospitalization and treatment. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a sudden rise in power consumption and multiple high watt alarms. In addition, per the site report, high watt alarms, and a significant 3rd harmony were identified and, as a result, a lysis therapy was performed. The lysis therapy was successful and the pump parameters returned to their normal levels. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that on (B)(6) 2015 the patient exchanged the controller due to problems with the power management. The following day the patient was admitted to the hospital with reports of "high watt" alarms and 3rd harmony and 4th harmony and a pump stop. Initially, the patient did not inform hospital staff that he had exchanged the controller. Log files were analyzed. The patient was admitted to the hospital for lysis therapy which was successful in returning pump parameters back to baseline. Analysis performed by the site revealed that "probably due to the pump stop of the controller exchange a wedge; cannula thrombus in the left ventricle was mobilized by a strong contractility. This thrombus swam inside the pump. The short reaction time after the pump thrombus was recognized should not, in my opinion, be mistaken with a short growing time of the thrombus". Investigation is ongoing.